Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the inflow cannula pointing towards the septum could not be confirmed though this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file captured clusters of low flow events throughout the file, multiple of which resulted in alarms. During these low flow events, estimated flow ranged from 1.5-1.9 lpm and pulsatility index was elevated. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev a, and clinicians, rev a, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that had frequent asymptomatic low flow alarms on a custom low flow system controller. It was noted that the patient has a known small, contractile left ventricle and inflow cannula pointing towards septum. Log files were submitted for review and captured several scattered low flow events over the course of the log with flow noted to be as low as 1.5 liters per minute. The patient was hemodynamically stable with mean arterial pressures within goal rage and being treated with hydration.